Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "the ortho team leader said that during a primary tka (j&j): the powder did not mix and they had to open another pack of simplex. The case was completed with no adverse effects."